Manufacturer narrative:
Patient information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the disconnection was unknown.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the drainage bag of the three-way valve fell off. According to the report, the product was replaced and there was no injury.